Manufacturer narrative:
(B)(4). The customer system is currently not in use and the investigation is in process. A f/u MDR will be submitted when additional info is available. (B)(4).

Event description:
On (B)(6) 2011 the customer contacted philips service to report the detector 2 of the irix spect system had fallen on the floor during a pt tomo scan. Philips field service engineer arrived on site and found that the cast iron connections (total 18) between detector 2 and the gantry were broken, and detector 2 fell on the floor. The pt and operator were not hurt during this event.